Manufacturer narrative:
The product was installed at the user site 11/02/2013. There have been no clinical complaints from the user site regarding this specific serial number since that time. The product device history record and service history was reviewed (B)(4) 2014 with no issues found. Upon further investigation by service and engineering, it was determined that the operator withdrew the handpiece from the calibration port just prior to the user calibration completing. A candela field service engineer inspected the unit and reported that the hv caps were leaking. Further investigation is being conducted to determine if the hv caps were a contributing factor. No other issues were found upon inspection of the unit.

Event description:
A site in (B)(6) reported that upon taking the laser handpiece out of the calibration port, the laser fired and there was a bright flash. When the laser fired, it hit the front of the laser above the calibration port, which damaged the plastic. No injuries were reported.